Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer readings were 302 mg/dl, 179 mg/dl, 146 mg/dl within 10 minutes. No adverse event reported. Meter and strips replaced and requested for return.